Event description:
Complainant alleged that during a routine shift check by a clinician, the internal electrode was unable to be removed from the internal handle without the internal handle's threaded insert coming out of the handles still attached to the internal electrode. The complainant indicated that there was no pt involvement in the reported malfunction.